Manufacturer narrative:
The surgeon commented that the system functioned properly and no anomalies were noted during the da vinci s surgical procedure performed on (B)(6) 2010. Although the system was used in the area where the perforation was discovered, the surgeon indicated that no perforations were observed during the surgical procedure. Per the information provided, it was determined that the da vinci s surgical system worked as intended and no system malfunctions occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, the patient underwent a successful da vinci s prostatectomy procedure, however, on (B)(6) 2010, the patient became febrile and began experiencing low abdominal tenderness. On (B)(6) 2010, the patient had a fever and blood in his stool. On (B)(6) 2010, a CT scan revealed that the patient had possibly developed generalized peritonitis. A re-operation was performed and a sigmoid colon perforation was discovered. Open drainage was performed and an artificial anus was created. Based on the laparotomy findings, the symptom seemed to be delayed fistulation. The patient recovered and was discharged on (B)(6) 2010.